Event description:
It was reported that the patient received an external shock due to exhausted or inappropriate anti-tachyarrhythmia therapy, resulting in a power on reset (por) which caused the loss of wireless telemetry on the device. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited low impedance measurements and oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : additional device analysis was performed. Analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. The analysis was terminated with no cause identified for the inappropriate therapy or no reason code for the reported power on reset (por).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.